Event description:
Surgeon reported, after putting on the device during extending by approximately 2 cm, one of the screws broke, which resulted in destabilization of broken parts and exposed the patient for another deep anesthesia, in order to be able to replace the element. According to surgeon, during correction of valgity between broken parts, the element blocking the screw stopped working, which resulted in destabilization of broken parts. As per surgeon, even though a correction was applied and intra surgical check of correct axle of broken parts, the external fixation system did not fixed the correction. According to surgeon, currently patient is afraid of walking due to very loud squeaking noise coming from the device. As per surgeon, patient reports significant discomfort, is afraid of walking and the device will continue to be used for fixation for 3 months.

Manufacturer narrative:
Device will not be returned. If the device or additional infomation becomes available it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. Based on the investigation results, the case could be classified as user related (deviation from user instructions). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device was not returned.

Event description:
Surgeon reported, after putting on the device during extending by approximately 2 cm, one of the screws broke, which resulted in destabilization of broken parts and exposed the patient for another deep anesthesia, in order to be able to replace the element. According to surgeon, during correction of valgity between broken parts, the element blocking the screw stopped working, which resulted in destabilization of broken parts. As per surgeon, even though a correction was applied and intra surgical check of correct axle of broken parts, the external fixation system did not fixed the correction. According to surgeon, currently patient is afraid of walking due to very loud squeaking noise coming from the device. As per surgeon, patient reports significant discomfort, is afraid of walking and the device will continue to be used for fixation for 3 months.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. A review of the labeling did not indicate any abnormalities. Pictures and clarification about the event description were requested from the customer. It was reported that the sales manager trauma was visiting the customer and according to him the fixating device was inappropriately used (too tight). The customer promised to make the device available for investigation, as soon as it was taken off. In august 2013, the affected device was returned for evaluation. The thread of the screw shows the typical appearance of an over-tightening in combination with overload (due to intensive activity). It cannot be excluded that the screws had been tightened without a torque wrench during a previous use or using the torque wrench in a inadequate way. This could have led to the screw weakening and finally to the damage of the device. Based on investigation, the root cause of the determined damaged screw of the returned 4 hole pin clamp was attributed to a user related issue. The screw breakage was caused by the action of excessive force applied to the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Surgeon reported, after putting on the device during extending by approximately 2 cm, one of the screws broke, which resulted in destabilization of broken parts and exposed the patient for another deep anesthesia, in order to be able to replace the element. According to surgeon, during correction of valgity between broken parts, the element blocking the screw stopped working, which resulted in destabilization of broken parts. As per surgeon, even though a correction was applied and intra surgical check of correct axle of broken parts, the external fixation system did not fixed the correction. According to surgeon, currently patient is afraid of walking due to very loud squeaking noise coming from the device. As per surgeon, patient reports significant discomfort, is afraid of walking and the device will continue to be used for fixation for 3 months.